Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent anterior repair due to pop and symptomatic cystocele. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, bleeding, and neuromuscular problems. It was reported that patient underwent cystocele repair on (B)(6) 2011 due to sui and cystocele. It was noted that the patient underwent a robotic supracervical hysterectomy on (B)(6) 2013 followed by a vaginal anterior repair with an uphold boston scientific mesh insertion, bilateral vaginal vault suspension and cystoscopy due to uterine prolapse, cystocele and sui.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, frequency, and incontinence.